Event description:
It was reported that the patient was dizzy while sitting and standing and was having frequent low flow alarms. The patient's doppler blood pressure was 86 with normal sinus rhythm on electrocardiogram (EKG). An echocardiogram was performed. The patient's speed increased from 5600 to 6300 rpms. Left ventricular end-diastolic diameter went from 5.6 to 5. Atrioventricular (av) remains open 1:1. The patient had mild-moderate aortic valve insufficiency and trace-mild mitral valve insufficiency. The patient underwent an outflow graft revision on (B)(6) 2022 due to an external compression and 70% stenosis due to bio-debris accumulation within the outflow graft bend relief. The patient's flow improved, and the low flow alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted computed tomography (CT) image confirmed extrinsic obstruction of the outflow graft under the bend relief which could have contributed to the reported and confirmed low flow alarms. A specific cause for the obstruction could not conclusively be determined through this evaluation. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2022. No other alarms or events were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Under "attaching the sealed outflow graft to the pump", section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Under "de-airing the pump", section 5 cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow limit. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. The IFU and patient handbook both explain all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.